Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 18-25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. It was reported that the device was misplaced at the level of the renal arteries, requiring placement of a 28 mm diameter x 3.75 cm length aortic extender cuff to seal the proximal end of the aneurysm. Transgraft leak was noted on final angiography, but the procedure was reported to be successful with aneurysm exclusion. No add'l info is available.